Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for foreign material inside the tube with the incident lot was observed and cracking was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a brown, foreign spot that looked to be "mold" was found on the inside surface of the bd vacutainer® sst¿ blood collection tube before use. The following information was provided by the initial reporter, translated from french to english: "during our production on (B)(6), one of our technicians discovered a bd vacutainer sst tm tube, which had a brown spot (looks like mold) on the surface inside the tube"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a brown, foreign spot that looked to be "mold" was found on the inside surface of the bd vacutainer® sst¿ blood collection tube before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during our production on july 15th, one of our technicians discovered a bd vacutainer sst tm tube, which had a brown spot (looks like mold) on the surface inside the tube."